Event description:
It was reported through a maude report that while doing shoulder arthroscopy, md noticed a foreign object in pt's joint. It was retrieved with a grasper and found to be a portion of rubber "o" ring. It was determined to be the inner lumen of a reusable stryker cannula used during this surgery.

Manufacturer narrative:
Additional info will be provided once investigation is completed.